Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the device would not turn off. Another device was used to complete the procedure. No patient effect has been reported by the hospital.

Manufacturer narrative:
Investigation details: investigation was completed, the device meets specifications for electrical resistance and simulated cautery. The complaint cannot be confirmed. The lhr review was completed, and there was no non-conformance associated with the lot number.